Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. (Calculated from the date of manufacture.) The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to the emergency room for a non-pump related issue and during transit with the ambulance and spouse, a pin on the white power cable of the patient's system controller was bent. The hospital staff straightened the pin to connect the white power leads together to view the vad history. The hospital staff suspected a potential pump stoppage due to total loss of power. It was reported that the patient was asymptomatic.

Manufacturer narrative:
The report of pump stoppage events was confirmed based on the evaluation of the submitted log file. The log file data revealed numerous pump speed interruptions to 0 rpm associated with the system controller¿s time clock reset. It appeared that these events were associated with a complete loss of power. Additionally, the reported event of a bent pin in the system controller¿s white power connector was not able to be determined as the system controller was not returned for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.